Event description:
Caller reported cgm error 42, associated with the g7sensor. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided complete information for resetting the pump and assisted the caller through the pump reset process.